Manufacturer narrative:
Depuy is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: upon further review of the complaint, it was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If additional information should become available, a supplemental medwatch will be submitted accordingly. Formation should become available, a supplemental medwatch will be submitted accordingly.

Event description:
Additional information received from affiliate on 26july2018: it was reported the issue was detected at the time of the surgery. There was no surgical delay reported. The procedure was able to be completed and alternatives were readily available. There was no impact to the patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). - incomplete. The expiration date is not currently available.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
It was reported that the anchor was found to be bent when opened for surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Incomplete. The expiration date is not currently available. Correction: it was reported on the previous report that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. However, upon complaint review, it was determined that this malfunction is likely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is reportable. If additional information should become available, a supplemental medwatch will be submitted accordingly. Manufacturer name, email address and phone number have been updated to reflect the correct information accordingly. Additional information: investigation summary : the complaint device was received and inspected. The complaint can be confirmed. It was observed that the anchor was deformed, and still attached to the device inserter via the tensioned suture cords. The device must be stored within a specific temperature range. It is possible that the proper device storage conditions were not maintained therefore causing the device to deform. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.